Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device case shows evidence of marks and discoloration. The device memory was analyzed and multiple ecc errors were found. Analysis confirmed that this type of error is known to occur in devices which were exposed to radiation. The marks present on the device case appear related to the action of the lead abrading against the device case.

Event description:
Boston scientific received information that a few months ago, this cardiac resynchronization therapy defibrillator (crt-d) was not quite at elective replacement indicator (eri). Now it is displaying a fault code and a red screen indicating the device is in fallback mode with limited single zone capabilities. The patient indicated that the device was emitting beep tones for approximately one month; however, the patient did not know what it meant so they didn't call their physician. It was noted that the patient underwent radiation treatment and there were no previous device issues. The last anti-tachycardia response (atr) episode was two months ago; therefore, there was a successful interrogation some point beyond the atr episode occurrence. It was inquired why there was no latitude upload. Technical services (ts) indicated that radiofrequency (rf) is not available after a safety mode fault so an upload would not be able to perform. Ts discussed that the device will need to be replaced. No adverse patient effects were reported.